Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the sensor glucose was reading below 60, but blood glucose value was 150 mg/dl. The customer also had 2 calibration error and a change sensor alert. Troubleshooting was declined. The sensor will be returned for analysis.